Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, while using the force bipolar forceps instrument, the movement of the instrument was not good, and there was an energization failure. The nurse stated when the force bipolar forceps instrument was removed, it was discovered that the base part of the forceps was broken off. The customer continued the procedure using a backup instrument from a different lot. The surgeon attempted to find the broken fragment without success. X-rays were taken with no findings of a fragment in the patient. The or staff stated that there was no problem when checking the forceps before the surgery. However, it was unknown when the forceps broke because they were not able to see the base of the product. The decision was made to close the patient and complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the broken base of the instrument. The customer reported that a video of the procedure was reviewed and it was confirmed the instrument was broken prior to the procedure, confirming no fragment fell into the patient. The location of the broken fragment is unknown.

Manufacturer narrative:
The force bipolar forceps instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of an image of the force bipolar instrument, that was provided by the customer, appears to show the instrument damaged at the proximal part of the grips.

Manufacturer narrative:
The force bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip at the grip base, causing misalignment of the grips and a piece measuring approximately 0.1280" x 0.0635" was broken off. The broken piece was not returned. The grips do show damage. Components adjacent to this bent grip do show damage. The conductor wire was fully broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The conductor wires were exposed. No signs of thermal damage were observed. The instrument failed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.